Manufacturer narrative:
Mfg year 2010. Additional info:phaco specialist spoke with surgeon and he said it only happened during one procedure (he had 42 procedures that day). He was using the same tips and sleeves. A field service specialist visited the account and performed a system checkout, verified calibration and operation. System passed all functional checks and met abbott medical optics (amo) specifications. While on site he performed the annual preventive maintenance as it was due (which included calibration of touchscreen, footpedal and remote, replacing of filters and full calibration.all pertinent information available to amo has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: the manufacturer report number should have been 3006695864. All pertinent information available to abbott medical optics at this time has been submitted.

Event description:
Nurse reported that there was increased surge/chamber collapse and surgeon had difficulty with one patient and patient required a vitrectomy.